Manufacturer narrative:
One 72200755 twinfix ultrabraid 5.0mm suture anchor device returned. ¿the anchor could not be screwed in and it could not be exited.¿ insertion device anchor and suture were returned. The titanium anchor has been visibly damaged. Threads are chewed up. The hex head is mangled. This condition is a symptom of excess force and rotational torque. A 2.5mm drill bit is recommended prep instrument for this anchor. No root cause related to the manufacture of this device was confirmed.

Event description:
It was reported that during right shoulder sleeve suture, the anchor could not be screwed in and it could not be exited. The delay was more than 2 hours and a back up was available to complete the procedure. No patient injury was reported.